Event description:
The pt reported, the scs sys was explanted due to heating and pain at the ipg site. The pt further reported the ipg was superficial and the warmth could be from the outside of the skin.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.